Event description:
It was reported that balloon rupture occurred. The target lesion was located in the non-tortuous and severely calcified superficial femoral artery. A 6.0 x150, 135cm charger balloon catheter was advanced for dilatation. However, during the first inflation at 7 atmospheres (nominal is 10 atmospheres) for less than 30 seconds, the balloon ruptured. The device removed intact from the patient body. A 7mm x 40mm x 130cm innova stent was then used to apposed the lesion with another charger balloon and the procedure was completed. There were no patient complications reported.